Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported injection with 3ml of juvéderm® volux¿ in chin area. Approximately two years later after patient went to skiing, their chin started to swell with pain and nodules could be palpated. Patient also reported to have some kind of a virosis, deemed not device related, and doesn't feel well. Patient self-administrated aerius tablets. Doctor is considering prescribing corticosteroids.

Event description:
Patient took paracetamol 500mg on the day of the onset of symptoms instead of aerius tablets. Event has been resolved the next day.